Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned photo noted one opened (without original packaging), used silicone foley with attached temperature sensor, sample port connector, and a portion of cut inlet tubing. Visual evaluation of the returned photo noted the catheter balloon was mushroomed. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of the solution with no cuffing noted. The active length of the catheter balloon was measured (0.7300"") and found to be within specification (0.6"" - 0.9""). The catheter was confirmed to be 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be due to the balloon material not shrinking quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove of the balloon.]"

Event description:
It was reported that it was difficult to remove the catheter, allegedly due to a cuff roll.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter, allegedly due to a cuff roll.